Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference: 2017865-2017-01314. During follow-up, non-sustained right ventricular oversensing episodes were noted with a loss of biventricular capture. Lead revision is anticipated. The patient's condition is stable.

Event description:
Further information was received and the right ventricular (rv) capture threshold was increased. An x-ray examination was performed and no issues were noted. Lead replacement is anticipated, the patient is being monitored.